Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been volume overloaded and his cardiomems device showed pulmonary artery diastolic (pad) values in the 44-46 mm range despite aggressive diuresis. The patient developed low flow alarms. A computed tomography (CT) angiogram was done which showed the anastomosis of the outflow graft to the ascending aorta which appeared normal. A limited transthoracic study was performed and was remarkable for biventricular dilation and suspected aortic valve opening with each cycle. The patient was sent to the intensive care unit and started on milrinone. Central venous pressure (cvp) was 16-19 cm h20. Chest x-rays were consistent with pulmonary edema at 7000 revolutions per minute. The patient was planned to go to the cath lab to check gradients across the outflow graft. Log files were sent to the manufacturer and multiple low flows events that were, at times, associated with low speed events were observed. The manufacturer suggested that the information in the log files may be suspect of some type of occlusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the submitted log file data; however, a specific cause for the low flow condition could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported hypervolemia, elevated pulmonary artery and central venous pressures, biventricular dilation, suspected aortic valve opening with each cycle, and pulmonary edema could not be determined through this evaluation. The submitted controller periodic log file captured data at 1-day intervals from 24oct2019 ¿ 19jan2020 while the controller was in normal run mode. The stored patient speed was initially set to 5800 rpm, which was then increased to 5900 rpm on (B)(6) 2019, and increased once more to 6100 rpm on (B)(6) 2020 through the end of the log at timestamp on (B)(6) 2020 8:03 am. Calculated average flow appeared to remain overall stable in the range of 4.9-6.0 lpm until on (B)(6) 2020 when calculated flow values gradually reduced with each subsequent day, leading up to an active low flow hazard alarm on (B)(6) 2020 associated with a calculated flow value of 2.2 lpm. No elevations in pump power or calculated average pi were noted. The actual motor speed remained above the low speed limit without issue. The submitted controller event log file contained data from on (B)(6) 2020 1:12 pm; on (B)(6) 2020 5:02 am and showed that the stored patient speed was changed multiple times, ranging widely from 3000-7000 rpm. While the pump was running at a stored patient speed of 7000 rpm from the beginning of the log through timestamp on (B)(6) 2020 5:00 pm, multiple low flow controller fault flags were recorded in association with a calculated average flow value of 2.4 lpm, which is just below the low flow hazard threshold of 2.5 lpm. Some of the low flow controller faults lasted long enough to result in intermittent active low flow hazard alarms. Calculated average flow remained generally low throughout this time frame even at the relatively high stored patient speed, ranging from 2.4-2.6 lpm. The remainder of the log file was occupied by low flow hazard alarms while the pump was running at both low and high set speeds, associated with calculated average flow values ranging from 0.2-2.4 lpm. Low speed advisory alarms were recorded when the stored patient speed was set to 3000 rpm and 3900 rpm; however, these alarms occurred as a result of the stored patient speed being set at a value below the low speed limit of 5800 rpm. Despite the low flow condition, the system appeared to be operating as intended with no atypical low speed events recorded. The corresponding lvad event and periodic log file data appeared to show the pump operating as intended with no atypical lvad faults recorded. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported on the pump at this time. The heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.